Manufacturer narrative:
A system check performed on (B)(4) 2010 met specifications. Another system check performed on (B)(4) 2010 failed. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). The fse cleaned hardware components and rebuilt the precision pump. The fse conducted verification and qc testing and results were within specifications. No definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 23.36ng/ml. The specimen was re-centrifuged and then re-tested and repeated results were 0.00 and 0.02ng/ml. No reports of death, injury, or change to patient treatment have been reported in connection with this event.